Manufacturer narrative:
Device manufacture date: february 23, 2018 - february 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified drug returned through the fill port of a small volume infusor. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.